Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they mentioned the issue to their managing physician and the doctor¿s office was to call them but they had received nothing to date. No steps had been taken to resolve the issue other than discussing the issue with the manufacturer. The patient stated that the issue was not really resolved at this time and they ¿just walk in stores and hold my breath¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient¿s implantable neurostimulator (ins) ¿misfire¿ yesterday when they walked through a (B)(6) store. This was clarified as a strong stimulation when they walked through the security gates at the staples store. The patient spoke to the manufacturer¿s representative and was told they never heard of the situation. The patient stated that they were afraid to go to stores because they did not want to feel what they felt yesterday. It was noted by the patient that they were never told about going through security gates and they were emailed a therapy guide. It was recommended to follow up with the healthcare professional (hcp) to check the device. There were no further complications reported or anticipated.